Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurement greater than 200 ohms, two days post implant. Subsequently, the pocket was reopened and it was determined the set screw was loose resulting in connection issues. The set screw was successfully tightened. No additional adverse patient effects were reported. The device remains in service. With the available information, product investigation determined that unintended use error caused or contributed to the reported event.